Event description:
The customer reported being hospitalized for high blood glucose. Troubleshooting was performed. Customer reported having gastroparesis which can contribute to elevate the blood glucose level.